Event description:
It was reported the unit was dropped. The unit was in pieces. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is broken. Upper and lower cases are broken. Battery release, heart block, lead flex cover, and seven case screws are contaminated. Side bail covers, ring cover, side bails, and ring are missing.